Event description:
Return reason: open circuit. Analysis determined: another wire became detached from wire leads within another wire casing causing an unstable reading. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Remedial action taken: production specs for the other wire placement within the port have been revised to alleviate this type of failure. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.